Event description:
Procedure: wedge resection. According to the reporter: the sulu misfired halfway through the staple line. Staples did not form properly. Blood loss was reported as approx 200 cc. Surgery was converted to open and surgery time was extended by more than one hour.

Manufacturer narrative:
(B) (4). (B) (4).